Manufacturer narrative:
Device evaluation results: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. As per the investigation procedure deformation particles wear abrasion crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported capsular contracture, baker grade iii, "encapsulation¿, ¿is not rupture¿, ¿no signs of inflammation at the moment of the explant¿ ¿although has had repetitive inflammatory processes". This relates to the left device. The device has been explanted.

Event description:
Physician reported capsular contracture, baker grade iii, "encapsulation¿, ¿is not rupture¿, ¿no signs of inflammation at the moment of the explant¿ ¿although has had repetitive inflammatory processes". This relates to the left device. The device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date in supplemental medwatch #4. The aware date should have been listed as 12/sep/2024. Correction: d.9, g.3 for previous supplemental medwatch.

Event description:
Physician reported capsular contracture, baker grade iii, "encapsulation¿, ¿is not rupture¿, ¿no signs of inflammation at the moment of the explant¿ ¿although has had repetitive inflammatory processes". This relates to the left device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1 and #2. Aware date should have been listed as 7/27/2024 and 8/22/2024 respectively.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/27/2024.

Event description:
Physician reported capsular contracture, baker grade iii, "encapsulation¿, ¿is not rupture¿, ¿no signs of inflammation at the moment of the explant¿ ¿although has had repetitive inflammatory processes". This relates to the left device. The device has been explanted.

Manufacturer narrative:
Continued e1: (phone no.): (B)(6), continued e1: (fax no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade 3.

Event description:
Physician reported, capsular contracture, baker grade iii. "Encapsulation¿, ¿is not rupture¿, ¿no signs of inflammation at the moment of the explant¿. ¿although, has had repetitive inflammatory processes". This relates to the left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h6.

Event description:
Physician reported capsular contracture, baker grade iii, diagnosed by ultrasound. This relates to the left device. The device has been explanted.

Event description:
Physician reported capsular contracture, baker grade iii. This relates to the left device. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ local reaction: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.